Event description:
It was reported that prior to surgery, it was observed that the foot control device was leaking oil. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This event has been reviewed and deemed reportable, per global reportability tool f-s932. This MDR has been reviewed and submitted on november 13, 2014. However, due to a gateway failure, the report was resubmitted on january 07, 2015. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.